Event description:
It was reported via maude event website. During the nerve block procedure the catheter was threaded and the tuohy was pulled out and the catheter was in place. The wire was caught and came unwound on the end of the device outside of the pt. As the catheter was pulled out. The end of the device within the pt became unwound and it was sticking requiring increased pressure to pull it out. The device came out intact and there was no pt harm.

Manufacturer narrative:
(B)(4). Sample will not be returned.